Event description:
It was reported experiencing an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Customer support provided the caller with detailed instructions to reset their pump, which successfully resolved the issue, allowing them to start their sensor session without further problems.